Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock due to noise and oversensing. An untreated episode was also observed. Technical services (ts) reviewed noting the noise was non physiologic chaotic signal in primary vector which appeared mechanical. Ts discussed possible reasons for the noise and recommended evaluating this patient in the clinic in an attempt to reproduce the noise. The health care professional (hcp) will bring this patient in to evaluate. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received that therapy was previously turned off. A new atrial fibrillation (af) monitor event was observed with similar noise. It was decided to explant this system as patient's ef was forty percent. No additional adverse patient effects were reported.

Manufacturer narrative:
A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock due to noise and oversensing. An untreated episode was also observed. Technical services (ts) reviewed noting the noise was non physiologic chaotic signal in primary vector which appeared mechanical. Ts discussed possible reasons for the noise and recommended evaluating this patient in the clinic in an attempt to reproduce the noise. The health care professional (hcp) will bring this patient in to evaluate. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received that therapy was previously turned off. A new atrial fibrillation (af) monitor event was observed with similar noise. It was decided to explant this system as patient's ef was forty percent. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock due to noise and oversensing. An untreated episode was also observed. Technical services (ts) reviewed noting the noise was non physiologic chaotic signal in primary vector which appeared mechanical. Ts discussed possible reasons for the noise and recommended evaluating this patient in the clinic in an attempt to reproduce the noise. The health care professional (hcp) will bring this patient in to evaluate. This s-ICD remains in service. No adverse patient effects were reported.